Manufacturer narrative:
It was confirmed that the emt recieved a meniscus injury to thier shoulder resulting in shoulder surgery. It was reported tha the injury occured when the emt lifted the head end of the cot up and onto the safety hook.

Event description:
It was alleged that a fireman injured his back while loading the cot. There was patient involvement, however no adverse consequences to the patient were reported.

Event description:
It was alleged that a fireman injured his back while loading the cot. There was patient involvement, however no adverse consequences to the patient were reported.